Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Medtronic representative reported via email low blood glucose levels. Customer's blood glucose level went as low as 31 mg/dl and as high as over 300 mg/dl. Customer's blood glucose level fluctuated and they felt frustrated. Customer was advised that proper insertion and taping processes for the sensor will affect the accuracy of their blood glucose levels. Customer was given recommendations on how to proceed with their issues and to call back if issues persist.